Event description:
It was reported that a physician in-training in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic cardiac catheterization. Reportedly, after uneventful clip deployment resistance was felt during device removal. The safety release button was depressed, the plunger was cycled in and out. In accordance with the instructions for use a dilator was inserted into the access ports and the device was removed successfully from the pt's anatomy. Hemostasis was achieved with the clip. There were no reported adverse patient effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.